Event description:
It was reported during the implant procedure, the lead was not used as the hvb coil has separation of the coil on the proximal end. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) defib conductor distorted. Additionally, the sprint quattro defib coil was distorted and the connector pin was bent.